Event description:
It was reported that the tip of the pk dissecting forceps instrument became bent. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tip is not bent. There is a small offset at the tips of the grips, however, this is due to a broken section of yaw pulley. That allows movement of the grip within the yaw pulley. One conductor wire is broken at the yaw pulley exit. The yaw pulley shows no signs of arcing. The grip cables are not derailed at the wrist. The wire insulation does not appear cut or melted. The yaw pulley is missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Engineering concluded that added range of motion of the grip likely created excess tension on the wire, causing it to break. The proximal clevis is missing a .160" x .250" at the main tube interface, between the ears, but the clevis is not dislodged. Electrical continuity failed. Engineering also observed the main tube to have a section with material removed on one side of the tube. The affected area is 4" long, parallel to the tube axis, with a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l information is received.